Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that during the insertion of a midline to continue antibiotic therapy in a patient with a low venous capital, the nitinol guide required to insert the midline formed a loop at its end, preventing its removal from the introducer. Removing the guide from the introducer was necessary in order to position the guide correctly in the patient's vein before fitting the midline itself. As removal of the guide was impossible, a surgeon had to intervene under local anaesthetic to remove the guide after incision. The consequences for the patient were significant anxiety during the midline placement procedure and an unplanned surgical incision on the arm.

Event description:
It was reported that during the insertion of a midline to continue antibiotic therapy in a patient with a low venous capital, the nitinol guide required to insert the midline formed a loop at its end, preventing its removal from the introducer. Removing the guide from the introducer was necessary in order to position the guide correctly in the patient's vein before fitting the midline itself. As removal of the guide was impossible, a surgeon had to intervene under local anaesthetic to remove the guide after incision. The consequences for the patient were significant anxiety during the midline placement procedure and an unplanned surgical incision on the arm.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a knot in the guidewire was confirmed and was determined to be use related. The product returned for evaluation was a segment of a nitinol guidewire. The returned segment was of the distal end of the guidewire. Use residue was observed on the sample. Microscopic inspection of the guidewire revealed one end was broken and the other end was knotted. The knotted end revealed the weld tip which was intact. The broken end was observed to be mostly flat and granular. Several misaligned coils were observed throughout the guidewire. Repetitive advancing and withdrawing the guidewire while twisting during attempted use likely caused a knot to form in the guidewire making removal difficult. This complaint will be recorded for future trending and monitoring purposes.